Event description:
It was reported after a recent pump replacement that the patient was "not feeling well". At the hospital, the pump was turned up and the patient had a reaction so they turned it down. The patient spent the night in the hospital but then felt well for the next couple of weeks. It was then indicated on friday (B)(6) 2012, that the patient had begun to yawn, followed by a terrible taste in his mouth and then a bad smell. He would also feel dizzy, which all occurred on friday in moderate amounts. The following day, the patient "could not get out of bed" and "could hardly walk." The patient did not have a refill this time and it was stated that this was the first spontaneous occurrence without a refill. Normally, it was stated that these symptoms would occur only when the patient would get refilled with his old pump. On the day of this report, it was indicated that the patient was a little dizzy but feeling much better. The physician had no idea what was causing the event but he knew that it wasn't the pump. There were no volume discrepancies and "telemetry looked good". It was also reported that the patient lived far away from the clinic and so his appointment that was scheduled on (B)(6) 2012 was cancelled. His next refill was scheduled for (B)(6) 2012 and again in (B)(6) 2012. The drugs delivered via pump were fentanyl and dilaudid.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).